Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to bolus for a meal that was consumed. Customer's blood glucose (bg) level was 350 mg/dl and was addressed with a correction bolus via the pump. In addition, insulin was not observed dripping out of the infusion set tubing during the load fill tubing sequence after 40 units were delivered. The customer resolved the issue by disconnecting at the luer lock, injecting air through the tubing using a syringe, reconnecting at the luer lock, and continuing with fill tubing for an additional 12 units until able to observe drops exiting tubing. Customer's bg level at time of report was 274 mg/dl and was addressed with a correction bolus via the pump. Reportedly, bg level came down to a more stable range.